Event description:
The reporter stated the haptics of an eyeonics lens sheared upon insertion. The lens was inserted and removed with no patient injury. Another same type lens was implanted and sutures were required to close the incision. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the foam tip plunger/overrode iol. The patient's current prognosis is good.

Manufacturer narrative:
Results - a cartridge lot number search was performed, and no similar complaints were found.